Event description:
It was reported that the right atrial lead exhibited failure to capture. Upon review, it was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.